Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 03-sep-2016, UDI#: (B)(4) ; product ID: 8781, serial/lot #: (B)(4), ubd: 15-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 10 mg/ml morphine at 4.293 mg/d ay via an implantable infusion pump for multiple back operations. It was reported that the patient wasn't happy with where the pump was so they wanted it moved. When the healthcare professional moved the pump they were unable to aspirate from the catheter access port. The entire catheter was replaced. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.